Event description:
Related manufacturing reference number: 2017865-2022-02719. It was reported that the patient's right ventricular (rv) lead exhibited failure to capture after procedure. The physician attempted to reposition the lead but was unable to get adequate capture thresholds. During the procedure, the physician noted blood on the conductor of the lead and the header of the pacemaker. The pacemaker header was cleaned out. The lead was explanted and replaced. The patient was in stable condition.